Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a flickering image. There was a leak in the instrument channel and bending section cover causing the device to fail the leak test. There was difficulty when attempt to pass the brush through the channel passage. The shrink tube of the bending section cover was cut. There was corrosion on the control body and scope connector. The boot on the light guide tube was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, there was a communication error for the evis exera iii bronchovideoscope during reprocessing. The subsequent procedure was completed using a similar device. No further details could be provided. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to temporarily occurred by the following: a) temporary conduction failure of pc board inside scope connector due to moisture or water that invaded the subject device from leaked location. B) charged coupled device (ccd) cable built in bending section of the subject device was damaged by physical stress applied to the bending section. The event can be prevented by following the instructions for use (IFU) which state: operation manual: warnings and cautions: disappeared or frozen endoscopic image: ¿do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result.¿ ¿if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ reprocessing manual: 1.4 warnings and cautions: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.